Event description:
The customer alleged the instrument generated 13 erroneous patient sample results for multiple cartridge chemistry (cc) reagents on their unicel dxc 600i synchron access clinical system. Upon troubleshooting, the customer discovered a leak from the reagent probes with fluid found under the probes. The customer stated the results were not reported outside of the laboratory, the results were rerun and amended with no impact to patient treatment. The customer provided data for the 13 patient sample results, a review of the data confirmed 10 patient sample results were erroneous for multiple cc reagents (refer to attachment). The operator was wearing personal protective equipment and no injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and found build up on the reagent probe wash collar valves (solenoid valves). The fse cleaned the valves to resolve the issue, no further leaking or instrument errors were observed.